Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2: date of birth- not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Block d4: serial number- not available from facility. Blocks d6 & d7: not applicable for this device. Blocks g2 & h10: complaint received via user facility report. Block h3: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Block h6: based on the complaint details, the distal tip separation was likely due to patient condition and the interaction between the user and device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure in a severely calcified lad. During removal, resistance was encountered, and about 5 mm of the distal tip broke off inside the patient. Attempts to remove the separated portion with a snare and lasso catheter were unsuccessful. The decision was made to abandon the distal tip; using a balloon to push it against the vessel wall around a previous stent. It was thought that the distal tip separation was due to patient anatomy and manipulation of the omniwire. Several days post procedure, the patient experienced chest pain. This adverse event and product problem is being submitted due tip separation, requiring additional intervention, but retained in patient.